Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/19/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if any tissue was affected due to retrieved the needle?according to the feedback of the sales, no tissue was affected due to retrieved the needle. Did patient present any consequence due to the issue (pull off suture needle)? No patient consequence. What do you mean by "was used without clamping the junction of suture and needle"? Please explain: the suture broke at the point where suture and needle were connected. When holding the needle to sew, no device encountered the suture at the end of the needle where the suture broke. Could you please confirm if any tissue was affected due to retrieved the needle? Unk. Did patient present any consequence due to the issue (pull off suture needle)? Unk.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "was used without clamping the junction of suture and needle"? Please explain could you please confirm if any tissue was affected due to retrieved the needle? Did patient present any consequence due to the issue (pull off suture needle)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that during laparoscopic radical resection of cervical cancer, the absorbable suture was used without clamping the junction of suture and needle. When the first stitch was sutured, the problem of pulling off suture needle happened, with only a few fibers remaining, which made it difficult to take out the needle from the abdominal cavity. The needle was straightened under direct endoscopic vision and then was taken out from the puncture hole. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.